Manufacturer narrative:
(B)(4). Unit passed the dat test with 0.08847 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. Unit functioned properly. However, intermittent button response noted during testing due to corroded keypad traces noted during visual inspection. J2 lcd connector was inspected and no anomaly was noted. Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker and scratched case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.